Event description:
New information received notes that cardiac tamponade was observed.

Event description:
It was reported that aveir leadless pacemaker (lp) perforated the cardiac tissue, causing effusion. A chest tap was successful for draining fluid. Patient is stable and recovering.